Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, stent thrombosis and dissection occurred. The target lesion was located in a mid to proximal left anterior descending (lad) artery and was a 100% occluded, very late thrombosis of a non bsc drug eluting stent (des). The stent was totally occluded as well as a new lesion proximal to the placed stent. The lesion and previously implanted stent were predilated and a thrombectomy catheter was used to remove the thrombus from the stent. The physician then placed a 3.5x16mm taxus liberte' des in the proximal half of the prior stent and into the new proximal lesion. The lesion was post dilated, however; no ivus was used. The patient was compliant with plavix and aspirin use and was discharged 3 days post stent placement. Approximately 6 hours after discharge, the patient returned to the hospital and it was determined that the proximal lad was again totally occluded with thrombus. A thrombectomy catheter was used and a second taxus liberte' des was placed overlapping the proximal end of the taxus liberte' des placed 3 days prior and going further into the proximal lesion. After reviewing the angiography images, the physician hypothesized that the stent placed 3 days prior did not totally cover the proximal lesion and that there was probably stent edge dissection which contributed to the subacute thrombosis. No further injuries or complications occurred and the patient was discharged. The patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.